Manufacturer narrative:
Investigation: one safetyglide needle in an opened package was received, confirmed to be from batch #7121694 (p/n 305902). One (1) sample was received by the customer for investigation. The shielded sample was returned in an opened blister pack. The shield was removed, and the needle was visually examined using unaided vision. It was observed that there is foreign matter (fm) on the needle. The returned sample was then examined using 30x magnification and it was observed that the fm on the needle is not a growth but rather is plastic shavings. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This is likely from the result of a needle shield that was found on the floor and accidentally placed in with the good parts instead of the waste parts. This needle shield then was shielded on a needle.

Event description:
It was reported that 49 bd safetyglide¿ needles were noted to contain foreign matter contamination prior to use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 49 bd safetyglide¿ needles were noted to contain foreign matter contamination prior to use.